Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A technical support specialist attached an article of "medes: failed cubie drawer, nothing listed under recover storage space" for the user reference and customer confirmed to close the case. The system functioned as intended after the technical support specialist troubleshooted the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis medstation system drawer was failed. The customer reported that drawer 2 on ER med station continues to constantly fail and unable to recover. This malfunction caused a delay in dispensing workflow. There were no adverse events or injuries reported based on this incident.